Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, however it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that a sorin heater-cooler system 3t tested positive for microbiological contamination after being returned to the facility on september 11, 2015 following deep disinfection at sorin group (B)(4). There is no known patient involvement. The facility stated that, following the return of the unit to the hospital on september 11, 2015, daily water changes and weekly disinfections have been performed according to the current instructions for use (IFU). Samples were taken at both drain taps before the water change was performed. The unit was used within the operating rooms. A sorin group field service representative was dispatched to the facility to investigate. The device was opened and photographs of the interior were taken. The service representative discovered that the accessories were replaced before reinstallation of the unit. However, the old tubing is still in use. The unit will be returned to sorin group (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a sorin heater-cooler system 3t tested positive for microbiological contamination after being returned to the facility on (B)(6) 2015 following deep disinfection at sorin group (B)(4). There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4) . Deep disinfection including internal tubing replacement was performed at livanova (B)(4). Visual inspection of the inner and outer parts of the heater-cooler device revealed no obvious biofilm. However, residues were identified in several locations, including inside the internal tubing. Tubing discoloration was also noted. The final test results taken after deep disinfection were within drinking water quality standards and showed no non-tuberculous mycobacterium (ntm) contamination. A review of the final test results for samples taken following a previously performed deep disinfection (conducted in 2015) was also performed. The results show that the unit was within drinking water specifications and showed no growth of ntm when it was returned to the customer. Based on these findings, livanova (B)(4) has concluded that the users have not strictly followed the cleaning and disinfection instructions outlined in the instructions for use (IFU). Cross contamination due to the use of old tubing was also identified as a potential root cause. As corrective action, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.